Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. Following predilation with a 3.0 *20 maverick balloon catheter, a 4.00x28mm promus element¿ plus drug eluting stent was selected for use and advanced but was failed to cross the lesion due to the degree of calcification. Additional dilatation was performed and the procedure was completed with an unspecified size promus premier stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: there were no defects noted with the tip profile. A visual and microscopic examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were no issues noted with the bi-component location relative to the balloon. Stent struts were raised and misaligned in the centre of the stent. There was no stent protector returned for analysis. There was no carrier tube coil returned for analysis. There is no evidence that the haemostasis valve was used in a manner inconsistent with the labelled indication. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).